Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for heart transplant consideration. Upon review, the left ventricular lead exhibited a loss of capture. The lead was reprogrammed. The patient was stable during and after the follow-up.